Event description:
The bipolar forceps was intact. During the elective sterilization procedure, (laparoscopic tubal ligation) the bipolar instrument came apart while inside the pt. Attached to the fallopian tube. This resulted in the instrument locking onto the fallopian tube. The instrument could not be removed w/out causing injury to pt. And needed additional procedure.